Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2019-00002 and 1218058-2018-00117 for similar events reported from the same customer.

Manufacturer narrative:
The electrodes were returned for evaluation. During our visual evaluation of the electrodes a heavy presence of hair, skin and a foreign substance was found on the foam adhesive of the electrodes. Creases and stretching of the pads was observed. This is an indication that the pads may have been removed and reapplied to the patient's skin. This would have contributed to the customer's report. Retained sample testing was performed on this lot number 4818 and no discrepancies were found. Analysis of reports of this type has not identified an increase in trend.